Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere san diego. Alere san diego updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere san diego (reference (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house retain and return device. Retention devices were tested with 29 negative clinical serum samples. All results were hcg negative at read time and met qc specification. No false positive results were obtained. Manufacturing batch record review did not uncover any abnormalities. Customer returned 2 vials serum sample were tested with retain and return devices. All results were hcg positive at read time. Customer's observation was replicated with return serum test results. When retain and return devices were test with return serum treated with a hama blocker, the test result was hcg negative at read time. The result indicated hama interference couldn't be rule out as root cause.

Event description:
It was reported that on (B)(6) 2016, a patient had a scheduled surgery at the hospital but it was postponed due to a false positive on an hcg test. On (B)(6) 2016 another false positive hcg test occurred. A same day serum quant was a negative result with unknown quant amount, noted that patient was not pregnant. The kit was stored at room temperature, the specimen was at room temperature and tested immediately. The procedural control line was on the device, background was clear and external controls performed as expected. Although requested, no further information is available troubleshooting occurred with a discussion about possible causes for unexpected results focusing on proper technique, sample collection and potential interferences. Customer discussed how different sensitivities can lead to different results if the cutoff for competitor product was higher.